Manufacturer narrative:
The field service engineer performed a thorough cleaning of the ise system and this resolved the issue. The waste vacuum nozzles were replaced as a preventive measure. The last calibration performed on (B)(6) 2019 was ok. Quality controls were within range, showing no indication of a reagent or instrument performance issue. Upon review of the alarm trace, no relevant alarms were observed. The investigation determined the issue was resolved by the service actions.

Event description:
The customer stated they performed maintenance on their cobas 8000 ise module. After this, calibration and controls passed. Four hours later, controls were outside of range. The customer repeated an unspecified number of patient samples that had been tested. Data was provided for 21 patient samples and of these, 17 had discrepant results for ise indirect na for gen.2. Incorrect results from these samples were reported outside of the laboratory. The samples were repeated and the repeat results were believed to be correct. Corrected reports were issued. There was no allegation of an adverse event. The na electrode lot number was p53, with an expiration date of 18-jan-2020.